Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra (B)(4) (retrostart). The info available regarding this event is limited to the procedural reports provided by the hosp.

Event description:
During the procedure the pt experienced a vasospasm in the ica which was reported by the site to have a probable relationship to the penumbra system and the angiographic procedure. This vasospasm was reported as serious and successfully treated with nemotrop.